Manufacturer narrative:
The patient¿s date of birth was on an unknown date in 1970. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Four days after the event onset, the antibiotics were discontinued. The following day, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient did not recover. No additional information is available.